Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold was implanted on (B)(6) 2016. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: thigh pain; painful intercourse; difficulties with bowel motions surgical interventions: on (B)(6) 2017 the patient underwent further surgery regarding the uphold implant under general anesthesia for the following purpose: prolapse surgery to rectify concertinaed mesh. Nonsurgical treatments: on (B)(6) 2016 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: pelvic floor weakness. Treatment duration: 6 sessions. On (B)(6) 2015 the patient commenced topical treatment (including oestrogen cream): vagifem.